Event description:
A pt underwent a microdiscectomy to resolve a paracentral disc herniation at l5-s1, following 4 months of unsuccessful physical therapy and steroid injections. The surgeon performed an uneventful laminectomy, partial medial facectomy, and excised the protruded disc, all under microscopic visualization. At the conclusion of the operation, no dural tear or cerebro spinal fluid leak was noted, and adcon-l was placed over the laminectomy. One week after discharge, the pt experienced unrelenting headaches, increased left leg pain, and muscle spasm. A CT-myelogram revealed contrast extravasation at l5-s1. The pt underwent a surgical exploration, and a dural tear was found at the laminotomy site. The dural tear was repaired with a silk suture and augmented with a fat graft. The pt was kept at bed rest for 48 hours and was discharged on the 3rd postoperative day. They had completed resolution of symptoms after the (second) operation.

Event description:
A pt had an extruded l4-l5 herniated nucleus pulposus that caused right-sided radicular leg and buttock pain. The pt underwent and epidural steroid injection at the midline of l4-l5. The injection did not alleviate the pain, and 12 days later pt underwent a right l4-l5 hemilaminotomy and microdiscectomy. Adcon-l was placed into the dura. One week postoperatively the pt developed spinal headaches. After a MRI showed a crebral spinal fluid leak, the pt was treated with bed rest. Three weeks postoperatively, the wound became edematous and drained clear fluid consistent with cerebral spinal fluid. The pt was placed on antibiotics and underwent surgical exploration of the laminotomy site which showed no significant scar tissue and no dural tear. The laminectomy was extended medially across the midline, and a 1.5mm durotomy was found under a pocket of depo-medrol. The dural tear was repaired with suture and augmented with a muscle graft. The pt was kept at bed rest for 48 hours and was discharged uneventfully. At the 6 week follow-up eval, the pt had no evidence of headache, drainage, or cerebral spinal fluid leak.

Event description:
A pt presented with a 5-year history of lower back pain and left radicular symptoms. Prolonged and appropriate physical therapy was ineffective, and the pts symptoms worsened in severity and frequency. An MRI revealed l5-s1 degenerative disc disease along with a herniated nucleus pulposus effacing the left s1 nerve root. The pt underwent a l5-s1 microdiscectomy. Adcon-l was placed over the laminotomy before closure. Two weeks postoperatively, the pt experienced spinal headache, photophobia, and a clear fluid drainage from their incision. A CT-myelogram of the lumbarsacral spine revealed a small pseudomeningocele and contrast leakage into the surrounding soft tissue. The pt was reoperated on where a durotomy was found underneath the adcon-l. The dural tear was repaired with silk suture adn fibrin glue. At the 1-month follow-up eval, the had complete resolution of symptoms.